Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient has pain in the right foot since implant. The patient was implanted for pain in the right foot but this was a different pain. The patient stated the ins caused this pain. They also mentioned that the ins was implanted too far to the side. No patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.